Event description:
The physician was attempting to implant a 3.0mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent in a patient. It was reported that the balloon of the device "popped" on the first inflation at 8/9 atms. It was reported that the lesion was pre-dilated and that the anatomy of the lesion was not tortuous or heavily calcified. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed. Conclusion: unable to confirm complaint - device not returned. Known inherent risk of procedure (balloon rupture). (B)(4).